Event description:
Procedure: lap hernia repair. According to the reporter: the instrument broke. None of the pieces fell into the patient cavity and there was no report of patient injury or impact.

Manufacturer narrative:
Date of report: 31.october.2007.